Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. 0.0 can be seen when programming a basal due to functional keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had keypad anomaly. Customer's blood glucose value was 5.6 mmol/l at the time of the incident. Customer stated buttons were not responding properly, numbers were ramping on their own, the scroll bar was moving with no input they are very slow and very often. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens and using the down arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode is inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.